Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had a gas leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11 corrected fields: b5, h6(clinical code) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the reported issue. The fse was able to verify the gas loss alarms in the logs. The fse then performed functional tests without failure. During testing the fse found the low pressure output connector to be broken and pulled away from the front end pcb(d670-00-1164). After replacing the part, the unit functional tested without any further issue of alarms. Safety, calibration, and functionality checks were performed to factory specifications. The unit was released to the customer and cleared for clinical use. The defective components were received to the failure analysis and testing (fat) for further investigation. The failure analysis and testing department inspected a front end board and notice that the low level bp output connector is broken. No further test can be done due to the broken connector. The front end board was retained in the failure analysis and testing department per procedure 0002-07-d008 rev al. That is 2 root cause selection for this investigation user operator context¿ because chances are the operator broke/ damage the connector. Root cause determined' confirmed the reported problem of broken connector. The non-conformances with the returned components were confirmed.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a gas leak. There was patient involvement however, patient harm is unknown.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 ( type of investigation, investigation conclusions) the failure analysis and testing department inspected a front end board and notice that the low level bp output connector is broken. No further test can be done due to the broken connector. Retained the front end board in the failure analysis and testing department per procedure. That is 2 root cause selection for this investigation. "User operator context" because chances are the operator broke/ damage the connector. "Root cause determined" confirmed the reported problem of broken connector. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is user operator context. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is root cause determined.

Event description:
N/a.